Manufacturer narrative:
The event product was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of a fractured cannula. The wall thickness of the cannula was measured and was found to be uneven. Based on the condition of the returned unit, it is likely that the reported event was caused by uneven cannula wall thickness, which occurred during the injection molding process of the cannula. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical has implemented process enhancements intended to further minimize the potential for this type of incident to occur. This report represents the initial and final report.

Event description:
Procedure performed: da vinci surgery gyn. Event description: "this device insert to patient's body. After a while the cannula was broken. Please consult with attachment." Additional information was received via email from purchasing representative on 12-sep-2017 at 2:39 am. "The fracture of the trocar did not cause particulation." Type of intervention: unk. Patient status: "fine".